Event description:
It was reported that immediately following the implantation of a left ventricular (lv) lead, the patient experienced phrenic nerve stimulation (pns) and the lv lead had dislodged. The physician attempted to reposition the lead, but the lead remained dislodged. The physician elected to explant and replace the lead to resolve the event. The patient was stable with no additional consequences.